Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. The customer mentioned they had a seizure, but this event did not cause further injury and no permanent damage occurred. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.